Event description:
It was reported to boston scientific corporation that during preparation of an anterior and posterior repair procedure using a pinnacle posterior pelvic floor repair kit, the suture, with the needle at the end, detached from the first leg assembly when it was being test-fired with the capio device. The patient was not yet present. The procedure was completed with another of the same device, with no complications to the patient, who was fine at the conclusion of the procedure and was reportedly over 18 years of age.

Manufacturer narrative:
(B)(4) for suture detachment.